Event description:
(B)(6). No serious injury alleged. Malfunction alleged. Dealer states: the customer said the left front leg was bending. Dealer states there are no issues with exceeding the weight capacity.